Event description:
The doctor said that the trajectory of the sleeve looked to lingual on the guide, but he initially thought that it might have just been his perception. He went back and evaluated the trajectory on the planning software to make sure, and he said it looked good and proceeded with the surgery. However, after using the initial drill, he felt that the trajectory was much too lingual. The doctor removed the guide and then put up a measuring post to see where the trajectory was and he determined it was completely off. The doctor opened up a flap and noticed that the trajectory was more lingual than he had originally planned. He had to bone graft and finish the surgery freehanded.